Manufacturer narrative:
Device evaluated by MFR: a pipeline flex embolization device was returned for analysis. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with the ptfe damaged. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be damaged. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance/stuck during delivery¿ was confirmed as the pipeline flex returned within the marksman catheter used during the event. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to patient vessel tortuosity, failure to maintain a continuous flush, or pipeline is pulled back/torqued during delivery. The vessel anatomy was moderate in tortuosity and a continuous flush was maintained. Therefore, the cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. The cause for the damage could not be determined. It is possible the damages occurred when the customer attempted to advance/retrieve the guidewire through the marksman catheter against resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the push resistance increased when the pipeline was delivered to the internal carotid artery through the marksman. The pipeline could not be pushed forward and was withdrawn smoothly, so it was withdrawn from the body as a whole. There were no patient symptoms or complications associated with the event. The pipeline was not used off-label and the device was prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 2.01mm and a 2.23mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Additional information was received indicating there was resistance at the distal end of the catheter. There was no damage to the pipeline pushwire or catheter observed.